Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 31. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis and inflammation. No further patient complications were reported.